Event description:
On (B)(6) 2012, the patient reported that she was in a diabetic coma on (B)(6) 2012. She was visiting her daughter and began vomiting and then woke up five days later. Her best recollection is that her blood glucose levels were between 250-300 mg/dl the morning of the incident and later that day she was too tired to test and continued vomiting. She was told that while in the emergency room, her blood glucose level was 1100 mg/dl. She does not have any recollection of the following five days and stated that it took five days for the hospital to stabilize her. She was stressed before the incident due to loss of her job and having no health insurance. The doctors diagnosed that the reason for her elevated blood glucose was due to the stress. She stated that her infusion device is working as intended and she has no concerns with it. The infusion device was not requested to be returned for evaluation.